Manufacturer narrative:
Section h10: (d4) catalog number: 02-521-10-0000, lot number: 82392003a. Unique identifier (UDI) #: (B)(4). (H3) the unstable tka plus distal femoral resection guide reported was likely the result of the surgeon not using at least three threaded collared pins to secure the device to the bone, as instructed to do so per the operative technique. Section h11: *the following sections have corrected information: (h1) type of reportable event: serious injury. *no information provided in the following section(s): a2, a5, b6, b7, d6, d7, d11, g5, g8, h4, h6.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that the levers on the individual resection blocks are easy to move creating a incorrect cut. From what was originally acquired before making the cut, most come to happen on the distal femoral cut. The surgeon had a incident where the distal resection block was set at 4 flexion and 0 v/v. The block shifted creating a 8 flexion cut. The surgeon was able to correct the error and not causing any harm to the patient.